Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl, a seizure, and a fall resulting in customer hitting head. The cause was unknown; however, customer's continuous glucose monitor was not available, and customer delivered a manual insulin injection and bolus in response to a previous bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.